Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The signatures noted in data logs indicate that the rise in purge pressure correlated with a biomaterial ingestion event. Though the purge pressure did begin to trend back down shortly after a cassette change, it wasn't an immediate resolution after the swap and the resolution had a similar gradual nature to the rise. Therefore, no defect was found with the purge cassette. Please refer to (B)(4) for an investigation into the pump.

Manufacturer narrative:
D6a implant date was erroneously entered on the initial manufacturer device report number. This is not an implantable device therefore no dates should be reported.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Hospital staff reports high purge pressure and purge flow low. Purgesystem change recommended. Purge values are back within the normal range after changing the purge cassette, the pump is running without further problems on p6. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.